Event description:
A customer reported the system produced vacuum but did not release it while in the cortex mode during a cataract extraction procedure. This incident is felt to have possibly caused a posterior capsular tear. The procedure was completed. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The reflux function passed testing. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).